Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in mid-(B)(6) 2018 that this patient had developed endocarditis associated with mobile vegetation on the implantable transvenous right ventricular (rv) defibrillation lead. The patient was hospitalized on (B)(6) 2018. No surgical intervention was undertaken; however, the patient's medication was changed or adjusted. The patient was discharged from the hospital on (B)(6) 2018 and was admitted into hospice care on (B)(6) 2018. The patient died on (B)(6) 2018 at home. A contributory cause of the patient's death was attributed to worsening heart failure.